Event description:
It was reported that, during treatment, the cs300 intra-aortic balloon pump (iabp), has a pressure sensor abnormality alarm occurred around 13:40 pm. After that, the screen of iabp cs300 blacked out. The led on the operation panel was lit and operating, but after a few tens of seconds, a system error occurred and the system shut down. The cs300 was replaced with a cs100 to continue treatment. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event site address-(B)(6), event site address line 2-1 (B)(6)). A getinge field service engineer (fse) confirmed the reported issue was unable to be replicated during inspection at our service center. The alarms "a.p. Optical sensing module failure" and "system failure" were recorded in the fault logs. Therefore main board and fiber optic assy were replaced to new ones as a precautionary measure in order to avoid further issues. After replacing of the parts, preventive maintenance was performed per factory specifications. The patient involvement is unknown.